Event description:
It was reported that, this right ventricular (rv) lead exhibited farfield and t-wave oversensing during an atrial fibrillation (af) episode and a true ventricular tachycardia (vt). No adverse patient effects were reported.